Manufacturer narrative:
Additional information provided by the site indicated that the device reported did not break during the procedure. The device that broke is of unknown identification and is not of smith & nephew manufacture. In light of this information, this incident is considered non-reportable and does not meet the requirements of reportability. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the tip of the hook was snapped when the surgeon tried to retrieve the suture through the plastic cannula using this device. After the procedure, x-ray photograph clarified that nothing remained inside the joint. The operation was completed with another device. The anesthesia time was extended due to x-ray photography. (The extended time is unknown). No patient injury was reported. The device will not be returned for evaluation since it was scrapped at the facility.